Event description:
Pt reported observing in the bolus history that she received a 4.3 unit bolus rather than the 4.5 unit bolus that she programmed. She did not indicate experiencing any physiological effects related to this issue. Pt did not require medical assistance to address this situation. Infusion device is being returned for evaluation.